Manufacturer narrative:
The agent reported, revision surgery due to patient presented signs of infection. Surgeon opted to washout and exchange glenosphere and poly. 80 yr old female. Complaint has been evaluated and is similar to report number 1644408-2023-00362; 509-02-032, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to infection.